Manufacturer narrative:
(B)(4) . One month later, the left thigh discomfort and lower leg paresthesia had improved. The physician reported that he did not think the supera, nor the fox sv caused the event, but rather, it is a known complication of endovascular intervention precipitated in this patient by extreme vessel calcification, atherectomy, aggressive pre dilatation for a 6 mm supera stent. Concomitant products: atherectomy: turbohawk ls-c; embolic protection: 6.0 mm spider; stent: supera. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other device (supera) referenced is being filed under a separate medwatch MFR number.

Event description:
This event was captured based on review of the article, late presenting, contained rupture of the superficial femoral artery following atherectomy and stenting: case report and literature review by s. Clegg, a. Aghel, k. Rogers in catheterization and cardiovascular interventions, 23 jan 2014 (10.1002/ccd.25406). It was reported that the mid and distal superficial femoral artery (sfa) target lesion was treated with six passes of an excisional atherectomy catheter, but the results were suboptimal. The target lesion was aggressively predilated with a 6.0 mm fox sv balloon dilatation catheter at high pressure. The 6 mm supera stent was implanted with adequate results. Four days later, the patient reported a sudden onset of left leg pain in the inner thigh that progressed to severe pain and associated paresthesia involving the anteromedial aspect of the lower left leg. Pulses were palpable, but the thigh was tender to touch. Duplex ultrasound of the left lower extremity revealed a patent stent with no apparent pathology. At the one month routine follow-up visit, the patient continued to have left thigh discomfort and paresthesia below the knee. Duplex ultrasound of the left lower extremity revealed a patent stent in the sfa with a surrounding 3x2x2 anechoic area where there was pulsatile, low-velocity arterial flow. Fluoroscopy results suggested extravascular migration of the stent. Angiography revealed flow into a contained space at the site of the extravascular portion of the stent, consistent with a pseudoaneurysm. A non-abbott stent graft was deployed and successfully sealed the pseudoaneurysm.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation and there was no reported device malfunction. The lot history record for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. This incident was reported with the absence of any device malfunction. The reported patient effect of pseudoaneurysm (false aneurysm) is listed as a potential complication in the device instructions for use as a result of percutaneous transluminal angioplasty. In the absence of any reported device malfunction, a potential relationship between the reported patient effect and a device issue is unlikely.